Event description:
After the evh portion of the procedure was completed, it was reported that during the CABG portion, it was noticed that the leg was bleeding at the incision site. The incision was opened, the bleeding on the leg was controlled and the incision reclosed. The surgeon then continued with the bypass, and the incision was noticed again to be bleeding. The incision was reopened, the leg was cleaned out and it was identified that 1 of the branches had not been sealed off properly, which was causing the bleeding. The incision was then closed and the remaining portion of the case was completed. No other complications occurred. Even though there was no malfunction associated with this device, this incident filed as a serious injury.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.